Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked after the patient's intravenous injection. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, a nurse observed a leak in the transparent tube under the y-connector of the indwelling needle after the patient's intravenous injection."

Manufacturer narrative:
H6: investigation summary in response to the event reported by the facility a device history review was conducted for lot number 0196798. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The returned video was reviewed by our team of quality engineers, they were able to identify a leak at the septum of the qsyte component. The reported issue has bene confirmed. Although a video was submitted for evaluation, the provided lot number is not associated with a q-syte related material number. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked after the patient's intravenous injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, a nurse observed a leak in the transparent tube under the y-connector of the indwelling needle after the patient's intravenous injection."